Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400602435. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(4). 2.4 software version: m030003. 2.5 hours of operation: 4872 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: no connection via. Can was possible. Therefore, the history files were downloaded via. Com. The device history files were read and analyzed. Due to the lack of a precise error description, the history could not be analyzed extensively. The last infusions were investigated. No anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. No seal was available. The device is in a bad condition. Many liquid residues could be detected at the outside. Furthermore, the p2-connector shows liquid residues. In addition, no more anomalies could be detected. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,79%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled complete. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "underinfusion". According to the customer: "issue of volume to be infused on the pump. The half of the volume is passed".